Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was to be used during a biopsy procedure. According to the complainant, during preparation for the procedure, it was noticed that one of the pull wires on the forceps was disconnected. No damage to outside of the packaging was reported. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was to be used during a biopsy procedure. According to the complainant, during preparation for the procedure, it was noticed that one of the pull wires on the forceps was disconnected. No damage to outside of the packaging was reported. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the tang hole of a jaw was broken, a pull wire disconnected, and the needle tail was bent and protruding out of the clevis. The fractured part was sent for sem material analysis which found no material anomalies and concluded that the fracture occurred as a result of a twist or torsion overload. The device welding and riveting was found to be within specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint since the device presented a pull wire disconnected. During device evaluation it was found that the tang hole of a jaw was broken which caused the pull wire to be loose and bend the needle tail. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).